Event description:
It was reported that the customer went to the hospital after experiencing a fall that was due to low blood glucose levels. It was stated that the customer over bolused for one of his meals. It was stated that the customer hit his head when he fell. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.